Event description:
It was reported that the patient was having their implantable neurostimulator (ins) replaced on the day of report because it was nea ring end of life (eol). A battery longevity calculation was performed based on the following settings: 0+, 1-, 2+, 4+, 5-, 6+ at 2.6v, 390 microsecond pulsewidth, and a rate of 50 hertz with an impedance of 322 ohms. This showed an estimated longevity of 57 months so the patient¿s settings must have changed over time. The patient was still getting stimulation at the time of the report and there were no concerns about the battery longevity. An impedance test was run and the device was showing impedances reading >4000 ohms on some of the bipolar pairs. The 2-4 pair was >4000 ohms and all other pairs with electrode 2 were 1395 ohms. All other pairs with electrode 4 had ¿???¿ for results. The patient had not scheduled their surgery for replacement as of 2014-(B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient's replacement surgery was successfully performed. All impedances were within normal ranges, and the patient was satisfied with the resumed therapy.

Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(6), product type lead, product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(4), product type lead. Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(6), product type lead. Product ID 3487a-33, lot# j0555565v, implanted: 2005-(B)(6), product type lead. Product ID 7435, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).